Manufacturer narrative:
(B)(4). Conclusion: representative sample was returned for evaluation. Visual and functional inspections were performed and the sample met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2015 and suture was used. During closure of the uterus, the needle tip broke off. The surgeon searched for the tip and was able to retrieve it. The patient experienced more bleeding and tissue damage. Additional information was requested.

Manufacturer narrative:
: It was reported the needle tip was found in the uterine tissue or abdominal muscles. During the procedure, more suturing and cauterization were performed to address the additional tissue damage. The current patient status is reported as fine.